Manufacturer narrative:
Device evalution anticipated, but not yet begun.additional manufacturer narrative - the device serial number was not reported; therefore, the device history record review cannot be done. The device will be dismantled for the serial number once the evaluation has been completed.

Manufacturer narrative:
Evaluation summary: the returned device was examined visually and with a light microscope, digital microscope. The returned valve in question was examined visually, by a light microscope and by x-ray. However, the alleged black stitch was not found upon receipt and examination. Therefore, no investigation into the possible source of the alleged foreign matter can be performed. The valve as received is attached to the holder, the holder is pushed through the leaflets, which may be due to an attempt to deploy the valve. Conclusion: the particulate material was not returned for evaluation; therefore no conclusion can be drawn. The device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections. Ths investigation reveals nothing to indicate a quality deficiency during the manufacture of this device. Without return of the reported "black stitch", no further investigation can be done at this time.

Event description:
It was reported that before using the valve, the surgeon observed a black stitch in the rinse bowl. No attempt was made to implant this valve. Another device of the same size and model number was implanted instead.